Event description:
Pt underwent a skin graft on his right hip. After the surgery he was instructed to dress the graft site with the release non-adhering dressing. Not able to find the dressing in a retail store, a pharmacist told him to use adaptic non-adhering dressing because it was "the same". Four days after the adaptic was used he visited the drs office to have the graft site checked. He was told by the physician assistant that he had "lost 50% of his skin graft because of the adaptic dressing".